Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. Visual, dimensional and functional inspections were performed. The reported deflation issue was unable to be confirmed as the device inflated and deflated without any abnormalities noted and the deflation times were within specification. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported slow deflation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a mildly calcified, lesion in the right superficial femoral artery. The 5mmx200mmx150cm armada 18 balloon dilatation catheter (bdc) was advanced to the target lesion and the device was inflated once to 10 atmospheres without issue. Negative pressure was held and balloon deflation was slow. It took approximately 25-30 seconds, for the balloon to fully deflate. The bdc was withdrawn without issue. The procedure was completed at this time. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.